Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving an unknown medication via a pump. It was reported that the patient came in to the doctor's office on (B)(6) 2016 for a pump refill and the doctor noticed the pump area was red and there was tracking around where the catheter path was. There was no known factor that led to the infection. The patient was admitted to the hospital and the system was explanted on (B)(6) 2016 due to infection. It was noted the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The serial number of the pump implanted on (B)(6) 2016 and explanted on (B)(6) 2016 was reported and the device has been registered to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.